Event description:
Omnitron hdr machine was used for brachtherapy to recurrenet anal canal cancer. Source wire broke leaving a four (4) curie iridium 192 source in catheter implanted into tumor. The accident was unrecognized, and source remained in patient 3-1/2 days, delivering a very large radiation exposure to the patient, probably contributing to her deathdevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: component failure. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service, other. Invalid data - on device destroyed/disposed of status.